Event description:
It was reported that there was an error message on the generator to replace the instrument. The device was received by stryker with a broken tip. There was no patient injury or medical intervention and extended procedure time reported was one minute. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the blade was fractured. The fractured tip was not returned for investigation. The device inspection indicated that the complaint was confirmed for the reported failure mode(s). A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. The reported event could be attributed to. Too much force or torque applied to instrument, or grasping/pulling. Scalpel blade tip or jaw broken or damaged, cleaning instrument or blade tip with abrasives. Incidental and prolonged activation against solid surfaces, such as bone, metal or plastic. Attempting to bend, sharpen, or otherwise alter the shape of the blade the instructions for use (IFU) state. Verify compatibility with generators. Use device only with ethicon endo-surgery generator g11 (gen11) software version 2018-1 or later. Software revision can be found under ¿system information¿ in the generator g11 (gen11) ¿settings¿ menu. Refer to the generator g11 (gen11) operator¿s manual for more information. Avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in scratches on the blade, cracked or broken blades and premature blade failure. - audible high-pitched ringing, resonating from the blade, is an abnormal condition and an indicator that the blade is not operating properly. This may result in abnormally high shaft temperatures and user or patient injury. - do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. The reported event will continue to be monitored through post-market surveillance.